Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(4). Batch: 18166976

Event description:
It was reported that the patient was reprogrammed and could not get adequate coverage. Database analysis revealed that the impedance measurements revealed high values on the contacts. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were not returned.